Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H3 analysis: the product was returned for evaluation. Seven unopened samples were returned for analysis. Product code vcp310h. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The tip and body needles were examined, and no rough needles or anomalies were found during the evaluation. The sutures were dispensed without problems and examined along strands and no issues related to fraying sutures or anomalies were observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and suture was used. During the procedure the needle was more attached to the tissue compared to before, besides, the suture was rough. Changed another four to continue the surgery, the same problem happened. Changed another one to complete surgery. The 5 actual samples were used and other 7 sterile products from the same lot will be returned for analysis. No adverse patient consequences were reported. Additional information was requested.